Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sling was used during a transvaginal tape mesh implant procedure. According to the complainant, post procedure, she developed vaginal erosion due to the implanted mesh. She has been experiencing hardening of the urethra and excessive scar tissue formation. The patient reported to have nerve damage in her pelvis and high-intensity pain throughout her pelvis, right hip, right leg, and vagina. The patient added that she was unable to bend properly due to sharp pulling sensations in her pubic area. Moreover, she was unable to sit for a longer period of time and has difficulty walking because of the severe painful sensation around her leg and hip area. The patient also reported to have recurrent utis and vaginal infections. She is now awaiting for tvt removal together with ureteroplasty and vaginal reconstruction for the treatment. All information is unknown. Should additional relevant details become available; a supplemental report will be submitted.